Manufacturer narrative:
Device evaluated by manufacturer? Pending evaluation. Concomitant medical device(s): 315-35-00, (B)(4) - glnd kwire; 315-35-00, (B)(4) - glnd kwire; 320-15-04, (B)(4) - rs glenoid plate post aug, 8 deg, right; 320-20-42, (B)(4) - eq rev compress screw lck cap kit, 4.5 x 42mm; 320-20-34, (B)(4) - eq rev compress screw lck cap kit, 4.5 x 34mm; 320-20-34, (B)(4) - eq rev compress screw lck cap kit, 4.5 x 34mm; 320-20-30, (B)(4) - eq rev compress screw lck cap kit, 4.5 x 30mm; 320-20-30, (B)(4) - eq rev compress screw lck cap kit, 4.5 x 30mm; 320-15-05, (B)(4) - eq rev locking screw; 320-01-38, (B)(4) - equinoxe reverse 38mm glenosphere; 320-10-00, (B)(4) - equinoxe reverse tray adapter plate tray +0; 320-20-00, (B)(4) - eq reverse torque defining screw kit; 300-30-08, (B)(4) - equinoxe preserve stem 8mm.

Event description:
As reported, approximately 15 months postop the initial implant, the (B)(6) y/o male patient experienced pain and clunking and grinding in his left shoulder. He presented to the surgeon who subsequently took x-rays of the patient and could see that the liner had been misplaced and the glenosphere and tray were articulating on each other. Liner and components were replaced. Patient was last known to be in stable condition following the event. Devices will not return due to hospital policy.

Manufacturer narrative:
Section h10: (h3) the revision reported may have been the result of a post traumatic event involving pulling heavy branches, which led to the humeral liner disassociating from the humeral tray. However, this cannot be confirmed as the explants were not returned for evaluation.